Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. Based on the customer's report, the device was being used on a conscious patient. The AED plus operator's guide states, "the device is never to be used for defibrillation when a patient is conscious, breathing, or has a detectable pulse or other signs of circulation. Using device incorrectly by not following the operator's guide may result in serious injury or death to the patient." Analysis of reports of this type has not identified an increase in trend.